Manufacturer narrative:
The unit was returned for failure analysis but the reported failure (erbe error m11 m85 c84 m02-1 could not be reproduced. The unit was placed on an in-house system. The unit energized and cauterized all ports and recognized instruments. Error log confirms multiple errors being displayed in proximity.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, errors m11, m85, c84, and m02-1 occurred on the integrated electrosurgical generator unit (iesu) when using monopolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.